Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) separated. Report 3 of 5. The following information was provided by the initial reporter: the connector is unscrewing the from the needless connector....or the needless connector is loosening from our optima c35-o connector additional info received on 21-aug-2023 could you please advise if there is adverse event on patient? Patient infusion had to be prematurely disconnected. No event caused immediate or serious harm. What medication/fluid was used during the incident? 5-flourouracil for all noted. ¿ (B)(6) 23: disconnection at home. Pt returned to clinic, optima device replaced, reconnected and infusion resumed.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no physical samples were available for investigation. One photo which displays the optima connector attached to a baxter device was provided to our quality team for evaluation. There is no evidence of damage or other issues within the photo that can be identified. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the sample evaluation and quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) separated. Report 3 of 5. The following information was provided by the initial reporter: the connector is unscrewing the from the needless connector....or the needless connector is loosening from our optima c35-o connector. Additional info received on 21-aug-2023 could you please advise if there is adverse event on patient? Patient infusion had to be prematurely disconnected. No event caused immediate or serious harm. -what medication/fluid was used during the incident? 5-flourouracil for all noted. ¿ 3/11/23: disconnection at home. Pt returned to clinic, optima device replaced, reconnected and infusion resumed.